Event description:
Per the clinic, the patient experienced inflammation at the implant site. Revision surgery with tissue transplantation was performed (date not reported) ; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. There are no plans to re-implant the patient as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed june 24th, 2015.

Manufacturer narrative:
(B)(4).